Manufacturer narrative:
Customer reported that a pyxis med station es drawer did not release and requested a field service engineer to inspect the device. The field service engineer reported minimal thermal damage during investigation. Patient involvement was not reported. User harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that drawer 3-2's solenoid inner plastic lining partially melted, causing the solenoid's plunger to seize. The field service engineer replaced the affected solenoid and secured the drawer's connection to the controller board. The field service engineer successfully tested the drawer. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis med station es drawer did not release and requested a field service engineer to inspect the device. The field service engineer reported minimal thermal damage during investigation. Patient involvement was not reported. User harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, e2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2021 to 19- apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced drawer failure and no lights on controller board and bus. A field service engineer found that the retractor band clip on end was broken off so retractor cable wouldn¿t stay plugged in and solenoid was damaged from overheating. He replaced retractor band, solenoid and pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis medstation es drawer did not release and requested a field service engineer to inspect the device. The field service engineer reported minimal thermal damage during investigation. Patient involvement was not reported. User harm was not reported.